Event description:
It was reported that the customer experienced repeated scan errors when attempting to read a freestyle libre 3+ sensor and was transferred to the sensor manufacturer for replacement, after which the customer planned to use backup therapy; blood glucose was not impacted. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention beyond reverting to backup therapy. User support included complaint intake, user troubleshooting and education, and referral to the sensor manufacturer for further handling. Investigation of this case revealed a sensor scanning malfunction with no alert or alarm activity and no device performance impact on glucose values. It was concluded, based on previously established findings for similar reports, that user interface or transient sensor communication error was the probable cause.